Event description:
It was reported that during surgical revision of the device, electrocautery was used too closely to the ipg, causing a power on reset condition and error message when the pt attempted to adjust her stimulation. The patient did not bring her patient programmer to the surgery, so it was not synched, causing it to not be able to communicate with the ipg. The reason for the surgical revision is unknown. Further info is being requested from the hcp.